Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a fracture located proximal to the header. The fracture was suspected based on lead measurements and confirmed via fluoroscopy. The rv lead was capped and replaced. No additional adverse patient effects were reported.